Event description:
Related manufacturer report number: 3006705815-2022-17011. It was reported that the patient's ipg was explanted and the lead was cut on an unknown date due to a previous infection at an unknown site. The lead was later explanted for a new system since the infection had cleared.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.